Event description:
Reporting status: malfunction. Reporting rationale: loose stents have caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the stent was observed to be loose on the balloon during use. The device was removed without any patient effects or medical intervention. No additional event or patient information is available.